Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed, because the reporter did not provide a lens serial number; lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 08/16/2010 and 08/17/2010 by phone. Additional information was received (B)(4) 2010 and (B)(4) 2010 by phone. (B)(4).

Event description:
Adverse event(s): "mixed results" (no information). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported having patients with mixed results following implantation of a specific intraocular lens (iol) model. In a follow-up, the surgeon reported that his issues were with the type of lens that was available at the time and no particular model. He also stated the issues were with poor patient selection and that these patients adapted fairly well. He had no specific case to report. No further information is expected.